Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 1/9/16- pfs and medical records received. Pfs reported that starting in (B)(6) 2011 patient had right hip weakness, twinges that rapidly progressed to extreme immobilizing pain. On (B)(6) 2011 ,patient reported right rip infected having an I&d with a revision of femoral head only and a thin layer of metallosis. In 7/2012, patient reported severe, constant pain in right hip/groin/buttock with soft tissue swelling and mass found (B)(6) 2013 with hip aspiration (B)(6) 2013 of dark gray-green fluid, increase ions in blood, debris, aggressive encapsulation and black stained tissue when revised on (B)(6) 2013. Medical records and revision surgical report noted patient with wbc 14, hip aspirated with 1cc of pus removed, pus was encountered in hip joint, septic hip, the "hip extremely socked in with scar" and the surgeon revised the head only because the effort and degree of capsular tissue to be debrided to remove the liner was enough of an obstruction to not do so and the liner and head had not scratches and were noted to be smooth and shiny. The stem and liner are reported on (B)(4). The cup and hole eliminator will be added to the complaint but not reported as infection isn't alleged per litigation at this time. . The complaint was updated on: feb 3, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from metallosis. Upon irrigation and debridement, the doctor performed a capsulotomy and encountered pus in the hip joint. The capsule was completely engulfing the ball, and there was a thing coating of metallosis within the capsular layer. After debriding as much as possible, the surgeon replaced the femoral head with another 36mm pinnacle articul/eze metal femoral head.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative:  UDI: (B)(4).

Event description:
Ppf alleges metal wear.